Manufacturer narrative:
Customer did not send in product or sample for further testing. No addiational information was provided.

Event description:
Customer reported unexpected negative reactions with capture-r ready screen (crrs) pooled cells. A donor sample with a historic anti-c resulted negative on the galileo. The testing was repeated twice and both times resulted positive.